Manufacturer narrative:
4 of 4 devices were returned for evaluation. Evaluation of 1 device found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customer. Evaluation of 1 device found chuck wear and lack of maintenance. The device was cleaned of debris and the turbine was replaced. The device was repaired and returned to the customer. Evaluation of 2 devices found them to be within specification.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. This report summarizes four malfunction events where a midwest e pro 1:5 handpiece would not hold dental burs. There was no injury in the event.